Manufacturer narrative:
At this time, the product has not been returned. If the product is analyzed, this report would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix mechanism issues and placement difficulties. An extended procedure time was necessary to resolve the issue. No additional adverse patient effects were reported.